Manufacturer narrative:
Study event. There was no xact stent malfunction reported. Hypotension, vessel dissection, hemorrhage and death are known potential adverse events associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms / ae: hypotension, vessel dissection, hemorrhage, death. Time of ae: during and after the procedure. It was reported that during a left internal carotid artery stenting procedure, after pre-stent dilatation with a non-abbott device, the pt experienced hypotension treated with neosynephrine and dopamine. After removal of the embolic protection device, there was a dissection noted at the edge of the xact stent, treated with placement of an rx acculink stent. Post-procedure, the pt experienced a rapid decline and was intubated. The pt was unresponsive with absent distal pulses and was taken to surgery. An actively bleeding puncture site was found in the right distal external iliac artery, treated with a suture and resulting in the return of distal pulses. After surgery, the pt received multiple units of blood products. Initially, the hemoglobin and hematocrit (h&h) responded, but shortly thereafter, there was a rapid decrease in the h&h. The family stopped all treatments changing the pt's status to "do not resuscitate". Later that evening, the pt died. Cause of death was retroperitoneal hemorrhage and subsequent hemorrhagic shock. Although requested, there was no additional information provided.